Manufacturer narrative:
Na

Event description:
The customer complained of erroneous results for 1 patient tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. The erroneous results were reported outside of the laboratory. The initial total psa result was 0.044 (unit of measure not provided). This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated on a different e 170 instrument twice with results of 9.69 (unit of measure not provided) and 9.59 (unit of measure not provided). The result of 9.59 was believed to be correct. No adverse event occurred. The total psa reagent lot number was 18561201 with an expiration date of 09/30/2016. The field service engineer visited the customer site and replaced pinch tubing and checked adjustments. No cause for the issue was identified. Mechanism checks were performed and system tests were acceptable.

Manufacturer narrative:
Based on a review of the available information, there is no indication of a general issue with the reagent or instrument. A specific root cause could not be identified. Based on the information provided for investigation, the most likely cause of the erroneous low total psa result was either a small clot in the sample or an air bubble on the sample surface.